Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration /both essure device appear to be external to the uterus within the cul-de-sac"), perforation ("migration /perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 700549) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder, endometriosis, c-section in 2006, macrosomia, abdominal pain generalized, right lower quadrant pain, abdominal pain, haematometra, back pain, laparoscopy in 1999, laparoscopy in 2003, endoscopy in 2004 and celiac disease in 2004. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, pelvic pain, genital haemorrhage, headache, nausea and fatigue outcome was unknown. The reporter considered device dislocation, fatigue, genital haemorrhage, headache, nausea, pelvic pain and perforation to be related to essure. The reporter commented: patient had "adianna" performed before essure. Patient endometrium- filled with debris/blood. Right ovary: abnormal right tube. During insertion patient had found with retroverted uterine lining and essure placed in left tubal ostia. There were two trailing coils in the left tube from the... Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both tubes were occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration /perforation"), device dislocation ("migration /both essure device appear to be external to the uterus within the cul-de-sac") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 700549) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder, endometriosis, c-section in 2006, macrosomia, abdominal pain generalized, right lower quadrant pain, abdominal pain, haematometra, back pain, laparoscopy in 1999, laparoscopy in 2003, endoscopy in 2004 and celiac disease in 2004. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, headache, nausea and fatigue outcome was unknown. The reporter considered device dislocation, fatigue, genital haemorrhage, headache, nausea, pelvic pain and perforation to be related to essure. The reporter commented: patient had adianna performed before essure. Patient endometrium- filled with debris/ blood. Right ovary: abnormal right tube. During insertion patient had found with retroverted uterine lining and essure placed in left tubal ostia. There were two trailing coils in the left tube from the diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: both tubes were occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.